Event description:
It was reported that this right ventricular (rv) lead had dislodged repeatedly during initial implant. As a result, the physician used a different rv lead that was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory. Visual inspection found dried blood/tissue around the helix which can inhibit the helix function. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported dislocation.

Event description:
It was reported that this right ventricular (rv) lead had dislodged repeatedly during initial implant. As a result, the physician used a different rv lead that was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.